Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) triggered a charge circuit timeout at end of service (eos). A procedure to replace the ICD is planned; however, the ICD remains in use until the procedure occurs. No patient complications have been reported as a result of this event.